Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The suggested event is detectable by handling the device in accordance with the following IFU. Evis lucera jf/tjf type 260v operation manual includes the detection way in chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a broken elevator wire was noted with the evis lucera duodenovideoscope. The event occurred during preparation for use. During a standard service inspection of the customer returned device, the inside of the light guide lens was dirty. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the inside of the light guide lens was dirty. In addition, bending angle in the up-direction failure to meet standard, up/down knob out of specified value, forceps phase angle failure to meet standard, connecting tube wrinkle, section cover deformed, charged coupled device broken, light guide lens broken, and el-connector corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.